Manufacturer narrative:
On (B)(4) 2015, product analysis conducted a review of the pump's history and it was determined that the pump was investigated and disposition for another complaint on (B)(4) 2013. The pump is no longer available for evaluation and no conclusion can be drawn regarding the alleged prime issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.